Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer has been experiencing low blood glucose. The levels have been 50 to 70 range. Customer was hospitalized for two days in ICU. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.